Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that customer received the following sets of results on the compact plus system within 10 minutes: 1. 1.5 mmol/l and 9.2 mmol/l 2. 1.7 mmol/l and 9.7 mmol/l the sets of results occurred at different times. The customer did not feel hypoglycemic symptoms either time. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.